Manufacturer narrative:
H3,h6: the reported 45 degree curved left accu-pass suture shuttle, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device broke during use. An exact root cause cannot be determined with confidence, however, factors that could have contributed to the reported event include: the application of excessive force during use. The instruction for use outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a procedure, the device broke off while trying to pass a suture through the labrum. All the pieces were removed. A backup device was available to complete the procedure and a delay of 1 minute was reported. There was no patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.